Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue. The battery compartment is cracked and the reporter is unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/04/2016. The device has been returned and evaluated by product analysis on 09/09/2016 with the following findings. A review of the pump¿s black box revealed multiple pump reboots. During investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, the battery cap was returned with the pump and the intermittent power was duplicated during the functional test. A test cap attached to the pump securely. The pump was exercised for 24 hours with no intermittent power or reboots occurring. The battery cap heights and widths were within specification. The pump was opened and there was no damage observed to the power circuit. No moisture was found internally. The battery cap was stuck to the pump and had to be forcibly removed. The battery cap threads were damaged. When the pump powered on, the display appeared dim and discolored. The pump case was found to be cracked as well. (B)(4).